Event description:
Berci fascia device needle - (B)(4) operating room- while closing the trocar site during a laparoscopic sleeve gastrectomy, the jaw of the berci needle broke off of the instrument and became stuck in the subcutaneous tissue. Surgery was stopped and x-ray was called in with a portable machine. The broken piece was located under fluoroscopy and removed from the subcutaneous tissue. After surgery, and before leaving the room, an additional x-ray was taken and read- the x-ray was determined to be clear without any retained objects. The broken item will be taken to risk management for further evaluation. Soft tissue injury to abdomen- cs manager action plan; cs will continue to follow the IFU- surgeon states that during this procedure he was trying to go through mesh. There's a possibility the distal tip of the berci caught the mesh and with pressure applied may have caused the issue. Temporary harm-minimal.